Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending artery (lad). A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient serious injury or adverse event were reported.